Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On the same day, it was reported that the patient got low egv (unspecified egv) alerts from her dexcom app. Without a bg test, she drank some orange juice. Shortly after, she felt weak, lethargic and experienced shakiness, and her dexcom app was still showing low readings (unspecified egv) so she decided to drive and go to the emergency room (ER) for assessment. At the ER, her bg was measured 569 mg/dl while her dexcom app egv was 70 mg/dl. She was given 12 units of insulin via injection and stayed in the ER to rest. When she felt fine, she was discharged and went home with a bg readings of 100-125 mg/dl, but she took off the sensor as it was consistently inaccurate. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.